Event description:
Reporter alleged being unsure of a pt in full cardiac arrest and their candicacy for bedside testing when discrepant results were obtained form a glucose monitoring device versus lab comparison. Reporter stated device result from meter #1 was 50 mg/dl and a second blood glucose monitoring device from meter #2 was 68 mg/dl at 11.41 am. Reporter stated the lab from a femoral artery sample result was 675 mg/dl taken at 12:05 pm. Reporter indicated blood glucose result from meter #1 was 50 mg/dl at 12:46 pm and a lab result was 738 mg/dl at 1:14 pm. Reporter stated pt has potential vascular issues related to cardiac arrest. Reporter indicated linearity on both devices were "good" and controls were ran and within range on both device within the last 24 hours of the alleged incident. Reporter stated pt treatment included two ampules of d50 intravenously, d5 0.9% ns, and 10 units of humulin r insulin intravenously. A request has been made by the company rep to obtain further information on pt's current condition. A request for the return of the suspect device has been made, however denied replacement product.